Event description:
It was reported that the pump battery and pump touchscreen was unresponsive. Additionally, a malfunction alarm occurred. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery-unresponsive and malfunction code 01 issues were verified, but the touchscreen unresponsive issue could not be verified. The information will be used for tracking and trending purposes.